Event description:
It was reported that the intraocular lens (iol) was removed and replaced without complication, due to an undesired refractive outcome. Additionally, the patient could not adapt to the lens, and had additional astigmatism.

Manufacturer narrative:
The iol was received for analysis, diopter measured correct as labeled. While the cause of this event has not been determined the results of our investigation reasonably suggest it is not manufacturing related. The lens met manufacturing specifications prior to release.